Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was all charged up and they had put new batteries in the patient programmer (pp), but they were not feeling any stimulation. The patient stated that they tried to increase the stimulation to 4.0v, but they were not feeling anything. It was noted that the pp showed that the stimulation was on. The patient reported that they were on group b at 1.90v. The patient did not know if they had the ability to change groups, amplitudes, or programs. The patient planned to meet with a manufacturer representative at their doctor¿s office. No further complications are anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. UDI #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had no stimulation. An impedance check showed there was a fracture. An x-ray was taken and a surgery will be scheduled. The issue was not resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.